Event description:
Per the clinic, the patient experienced a skin overgrowth and an infection at implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and IV antibiotics on (B)(6) 2024 (specific duration not reported).